Event description:
Related MFR: 2916596-2020-05456. The patient experienced sudden onset of low flow events, speed and pi (pulsatility index) decreases on (B)(6) 2020. Cta (computed tomography angiography) confirmed an outflow graft twist. The patient was taken back to the or (operating room) for an outflow graft (ofg) revision. Femoral arterial and venous access established. Median sternotomy performed, old sternal wires removed and adhesions dissected. Outflow graft isolated. Bend relief disengaged. The ofg twist was identified just beyond the end of the bend relief. Untwisted at connection to pump without disconnecting outflow graft from pump. Bend relief engaged followed by addition of outflow graft clip. Post operative, the patient was transferred to ICU (intensive care unit) in stable condition. Pi remained low (fixed at 1.0) following the ofg repair. The system controller was replaced, and pi (pulsatility index) increased to 2.0-2.3. There was no issues with the patient's pi after exchanging the controller.

Manufacturer narrative:
Section b5, h6: correction to remove detail about pulmonary edema which does not pertain to this patient. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported outflow graft twist was confirmed via the evaluation of the submitted image. A specific cause for the observed twist could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed via the analysis of the submitted log files and could be correlated to the observed outflow graft twist. The submitted controller event log files contained overlapping data from (B)(6) 2020. The log files captured 204 low flow controller fault flags on (B)(6) 2020 from 16:00:43 through 16:06:43, when calculated flow dropped as low as 2.0 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 198 were associated with low flow hazard alarms. Additionally, the log files captured backup battery not installed events on (B)(6) 2020. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the submitted log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2015. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR: 2916596-2020-05456.the patient experienced sudden onset of low flow events, speed and pi (pulsatility index) decreases on (B)(6) 2020. Cta (computed tomography angiography) confirmed an outflow graft twist. The patient was taken back to the or (operating room) for an outflow graft (ofg) revision. Femoral arterial and venous access established. Median sternotomy performed, old sternal wires removed and adhesions dissected. Outflow graft isolated. Bend relief disengaged. The ofg twist was identified just beyond the end of the bend relief. Untwisted at connection to pump without disconnecting outflow graft from pump. Bend relief engaged followed by addition of outflow graft clip. Post operative, the patient was transferred to ICU (intensive care unit) in stable condition.pi remained low (fixed at 1.0) following the ofg repair. The system controller was replaced, and pi increased to 2.0-2.3. (Related MFR: 2916596-2020-05456)post ofg repair, the patient's pulmonary edema cleared. Log file analysis noted low speed analysis. No further information was reported.